Manufacturer narrative:
Failure event observed during analysis. A complete lead was returned for analysis in 2 segments. The insulation was abraded from 5.4 cm to 5.7 cm and from 5.9 cm to 6.3 cm from the distal tip. These abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.